Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes had abnormal white flecks inside. The initial reporter did not indicate if this was observed before or during use. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 30 retained samples were subjected to a visual inspection for additive abnormality, and 2 of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes had abnormal white flecks inside. The initial reporter did not indicate if this was observed before or during use. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.